Event description:
The customer reports that the device blanked out 3-4 times during a CPR event. There was pt involvement with no adverse impact.

Manufacturer narrative:
(B)(4). The customer reports that the device blanked out 3-4 times during a CPR event. There was pt involvement with no adverse impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.